Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that a complete evaluation of the device and logs confirmed the device provided a battery shutdown warning without the expected time in between. The investigation is closed as observed in device data - recoverable error, as review of the device logs confirmed multiple isolated reset events with no associated device errors occurring at the time of the resets. The unit was determined to be working as expected. No emerging trend based on similar reports.